Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to the user. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device had insufficient/low power, and the housing was cracked/damaged. It was further determined that the device failed pretest for check power with test bench, check external leak tightness, marking and labeling, general condition, and check history. It was noted in the service order that the outer casing of the device exhibited a crack or physical damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.